Event description:
Our 8 hospital health-system recently switched companies for smart infusion pumps to the ICU medical plum 360 infusion pump this summer. Yesterday, we had our 4th reported occurrence report related to unintended standby mode in a patient with a nstemi on heparin. To be specific, there was omission of heparin for approximately 12 hours that went undetected. The error was recognized by the pharmacist when the nurses were inquiring about anti-xa levels in a patient that was therapeutic and then became subtherapeutic: "patient on heparin drip for acs with troponins increasing. Pharmacist received order to re-bolus heparin due to subtherapeutic anti-xa. Upon pharmacist review, patient was initially therapeutic following initial 6 hour infusion, then anti-xa were nearly undetectable for 12 hours (0.1, <0.1, 0.11) despite charting showing that the rate was increased. Pharmacist contacted rn to ensure that ICU medical pump was in fact infusing. Rn laid eyes on pump and identified that pump was on standby. From timing of levels, appears that heparin had not been running for 12 hours in patient with nstemi. Per rn report, pump was not making any audible queues to notify that pump was on standby. Pharmacist recommended re-bolusing following initial heparin dosing, and resuming heparin at prior rate when anti-xa was therapeutic. Rn and pharmacist agreed on plan. (B)(6).